Event description:
It was reported, "white tip of the a-beam-3 probe came off while being either removed from patient or while being wiped clean, and the end was not found. The doctor didn¿t believed it was in the patient and that the tip came off after he removed it for cleaning from the scope or while he and/or the nurse handled it. We did looked for it in the gauze it was wiped on , in the bed and on the floor however didn¿t find it. Dr (B)(6) standard setting on the beamer has been adjusted down to 30watts & 1.6l/min and up to 80watts and 2.4 l/min at doctors request. Arcing wasn't possible and only by touching or very close contact with the tissue was activation possible. Doctor / hospital didn't request report only to understand what are the optimal settings. No injury was reported to the patient. This is being reported to the FDA due to the possibility of a retained device fragment. This occurred during a colonoscopy procedure and if the device fragment was retained by the patient the physician believes it will pass through the colon and be naturally expelled by the patient.

Manufacturer narrative:
The device has been returned to conmed corporation, received on 15 july 2013. The quality engineering investigation has not yet been initiated. On completion of the investigation a supplemental report will be filed.

Manufacturer narrative:
The device in question, the conmed beamer argon probe, is a flexible, single patient use catheter which delivers argon gas for non-contact therapy through argon beam coagulation. The beamer argon probe is intended for argon enhanced coagulation of tissue. One (1) used device was returned to conmed complaint center for investigation. The returned device was examined in the laboratory. The white tip at the distal end of the device was observed to be detached prior to receiving at conmed complaint lab. An excessive amount of fluid and tissue was stuck to the tip of the device and the catheter tip was also damaged. The complaint failure mode was confirmed during the examination. It is highly unlikely that product was shipped to the customer in the current state. The event description indicates that product was damage during use or cleaning. A possible cause of the failure mode could be damaged ceramic tip during manufacturing or shipping/handling which could lead to tip detachment during the use. The IFU, instructions for use, specifies, "inspect the ceramic tip at the distal end of the probe. Do not use if probe is cracked, sharp or defective in any way." Thus, any device discrepancies should be detectable prior to use. Possible cause of the failure mode could be tip detachment during probe removal of from the scope. The IFU specifies, "ensure elevator is open before pulling the probe back or tip could be damaged or could detach." The end-user also failed to follow the IFU which states, "never activate the argon beam probe when in direct contact to the tissue as this may cause a mild embolism or a risk of perforation." The device was received with tissue stuck and burnt onto the tip of the probe; therefore, the end-user activated the probe when in direct contact with tissue. The tip of the probe also was charred. Because the argon beam is at room temperature, significant heat is not generated until the rf current passes through tissue. An eschar temperature of approximately 100 degrees celsius is produced during current passage through tissue. If the probe tip is in contact with the tissue the tip is also in contact with these temperatures that can burn and damage the tip of the probe. The end-user also did not choose appropriate settings of the beamer generator for the probe that was being utilized. The recommended settings according to the IFU for the probe a-beam-3 is, "0.4 to 0.8 liters/minute at 20 to 40 watts." The end user stated that he chose the settings of 30 watts at 1.6 liters/minute, and, 80 watts at 2.4 liters/minute. At these higher setting the end-user was having problems "arcing" or starting the agon beam. When the flow is too high it is harder to start an argon beam flow. The root cause of tip detachment is not determined at this time. Possible cause could be tip detachment during the probe removal from the endoscope. There is no trend for this occurrence as only one other instance of ceramic tip detaching has been reported for the past two years (09/2011 through 09/2013); thus, no corrective action is recommended at this time. Conmed is considering this complaint closed.